Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syn. It was reported the patient's programmer stated cannot accommodate settings when they tried to increase the amplitude. The patient had hit their battery site on the edge of the kitchen counter and the error came up the next day. An impedance check was performed and electrode 4 was yellow, 7 and 13 were red. The affected electrodes were programmed around and the patient was still receiving coverage where they needed it. It was confirmed with the patient programmer that the patient was able to turn up their amplitude. No symptoms were reported.